Manufacturer narrative:
Medwatch sent to FDA on 12/08/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of blanched, dark purple discolouration, arterial occlusion and feeling "funny" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling for the reported events of skin discoloration, pain and ischemia: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. Staining or discolouration of the injection site. Warnings do not inject into the blood vessels (intravascular)."

Event description:
Healthcare professional reported a patient having an injection with juvederm ultra xc in the lips by another injector during a training session. The lower lip became "blanched and dark purple discoloration proceeded." It was noted to be an "arterial occlusion." Patient was treated with hylase. After initially feeling "funny," the symptoms resolved the same day. Patient was concomitantly taking imodium, ventolin and was on hormone replacement therapy.